Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump had post reset ram crc error alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 23 and low bg's found on 13-apr-2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, and occlusion test. Test p-cap and reservoir locks properly into reservoir compartment. No unexpected pump error 23 alarms were found during testing. Successfully downloaded history files and traces using thus software. A pump error 23 was found in the pump history files and traces on the event date of 13-apr-2022 at 10:45 am. Pump was cut open to perform visual inspection and found moisture damage on the motor slide and on pcba 1. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, battery tube threads - cracked, and label damage. Pump error 23 was not confirmed during testing. Unable to verify customer's complaint for low bg's. Moisture damage was confirmed on the lcd flex connector. Dried insulin on the motor slide was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.